Event description:
Philips received a complaint about the v60 ventilator indicating that the battery was not getting charged. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. To resolve the charging issue a replacement power supply was ordered. In a good faith effort (gfe) response from the customer received on (B)(6)2025, it was confirmed that the replacement power supply had been received and installed into the v60 ventilator. The customer confirmed that the device had been returned to full functionality following the parts replacement, passed functional testing, and been returned to use. The customer stated that the replaced power supply would not be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.